Event description:
It was reported that after a recent device factory reset, the user experienced hypoglycemia following dinner, with a lowest blood glucose of 52 mg/dl and automated low alerts from the ilet; prior elevated glucose levels had reportedly resolved post-reset, but the user then struggled with lows. Symptoms included lightheadedness. Outcomes included self-treatment with oral glucose using apple juice and three carb-smart servings, with no need for outside assistance or medical intervention and less than 90 minutes out of range. Investigation included review of device-reported data and provision of troubleshooting and education. Investigation of this case revealed both low and high glucose events were observed, though the precipitating cause of the hypoglycemia and prior hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.